Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 131337) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and dizziness ("lightheaded"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the dysmenorrhoea, alopecia, migraine, headache, nausea and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, dizziness, dysmenorrhoea, headache, menorrhagia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: she received treatment for abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hair loss, migraine, lightheaded, headaches and nausea. Date(s) of removal: (B)(6) 2016 (as per pif)discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical records received : new reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 131337-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and dizziness ("lightheaded"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the dysmenorrhoea, alopecia, migraine, headache, nausea and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, dizziness, dysmenorrhoea, headache, menorrhagia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: she received treatment for abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hair loss, migraine, lightheaded, headaches and nausea. Date(s) of removal: (B)(6) 2016 (as per pif)discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: bilateral occlusion. Lot number reported 131337 is not valid. Most recent follow-up information incorporated above includes: on 6-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 131337-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and dizziness ("lightheaded"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the dysmenorrhoea, alopecia, migraine, headache, nausea and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, dizziness, dysmenorrhoea, headache, menorrhagia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: she received treatment for abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hair loss, migraine, lightheaded, headaches and nausea. Date(s) of removal: (B)(6) 2016 (as per pif)discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 19-jan-2016: bilateral occlusion. Lot number reported 131337 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: (date: (B)(6) 2016) results of confirmation test: bilateral occlusion. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and dizziness ("lightheaded"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the dysmenorrhoea, alopecia, migraine, headache, nausea and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, dizziness, dysmenorrhoea, headache, menorrhagia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: she received treatment for abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hair loss, migraine, lightheaded, headaches and nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs was received- event injury was replaced with new events- pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), hair loss, migraine, headaches, nausea and lightheaded. New reporter information and patient details was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.